Event description:
In 2005, a nurse contacted baxter customer service to report a display screen blanking out on an accura device. The nurse reported that she was changing the tubing on power up, and the diplay didn't come back. No patient injury or medical intervention was reported in association with this incident.